Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: (fill 1) 61.4 ml, (drain 1) 0.0 ml; with system error 2418 during dwell 1 waiting for drain 1 to start. The customer has discontinued use of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). External / internal inspection was performed and passed. The assignable cause for the rite functional test failure for accuracy was determined to be caused by deteriorated door piston foam. Pal recommends replacing the door piston foam and door piston. Device was sent to servicing.